Event description:
It was reported that tandem mobi pump issued recurring cartridge alarms, including cartridge alarm 30, and caller was unsure if issue occurred during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, case was reviewed, and pump replacement was arranged due to recurring occlusion-related issues, with case then closed. Customer will use a backup pump.